Event description:
Mycobacterium chimaera isolated in water sample collected from livanova sorin 3t heater cooler device that was utilized in care of multiple pts undergoing cardio-vascular surgery. None of the pts have suffered harm related to the mycobacterium to the knowledge of the (B)(6) medical center infection control department personnel. (B)(6) medical center has 3 sorin 3t heater cooler devices that are utilized during cardio-vascular surgery. The devices were tested for mycobacterium chimaera; 2 of 3 of the devices were positive for mycobacterium, 1 was positive for chimaera and gordonae species. One was positive, but unable to be speciated.